Manufacturer narrative:
During investigations, the patient's sample was tested twice on an unknown roche elecsys analyzer using reagent lot 777942, resulting in anti-hbs values of 11.6 iu/l (reactive) and 11.2 iu/l (reactive).

Manufacturer narrative:
During investigations, an in-house neutralization test confirmed a false reactive result in elecsys ahbs ii using kit lot 77942. The patient sample shows a lot-dependent recovery in elecsys ahbs ii. The issue is patient sample specific. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys ahbs ii assay performs within specification.

Manufacturer narrative:
The serial number of the first e 801 analyzer is (B)(6). The serial number of the second e 801 analyzer is (B)(6). The serial number of the roche elecsys analyzer used for investigation was requested, but not provided. Reagent lot 80334201 has an expiration date of 30-apr-2026 and reagent lot 77794201 has an expiration date of 30-nov-2025. Quality controls recovered within specified ranges. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with two different lot numbers of elecsys anti-hbs ii on cobas e 801 analytical unit analyzers. The patient sample was initially tested on the first e 801 analyzer using reagent lot 80334201, resulting in an anti-hbs value of < 2.0 iu/l (non-reactive). The sample was repeated on the second e 801 analyzer using reagent lot 77794201, resulting in an anti-hbs value of 10.8 iu/l (reactive). The patient's sample was provided for investigation, where it was tested twice on an unknown roche elecsys analyzer using reagent lot 803342, resulting in anti-hbs values of < 2.00 iu/l (non-reactive) and < 2.00 iu/l (non-reactive).